Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 422 mg/dl. Customer was not using auto mode feature. Customer was not alleging insulin pump for under delivering. Customer stated that there was no leak. Customer stated that there was air bubbles in the tubing. Customer stated that the approximate size of air bubble was whites. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Insulin pump will not be returned for analysis.